Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the insulin pump would not deliver the insulin and she treated herself, but ended up in the hospital with diabetes ketoacidosis. Attempted to contact the customer to obtain more information on her admission with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.